Event description:
It was reported that during a drug eluting stenting treatment procedure, the balloon ruptured. The lesion being treated was in the ostium of an unk coronary artery. The physician attempted to reach the lesion with a taxus express2 8.8% 2.5 x 12 mm drug eluting stent. However, the balloon ruptured inside the guide catheter. The ruptured balloon was removed from the pt's body without any complications. No pt complications or injuries were reported.